Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ICD was explanted due to infection and erosion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomalies were found.